Event description:
Information was received from a manufacturer representative (rep) regarding an implantable neurostimulator (ins). The rep stated that they initially received a system error message and when they went back to reinterrogate the ins, they received validation error 00 01 00bb. The rep was instructed to select continue on the validation error message and they were able to start usage but then screen went back to option to select start usage again. The rep pressed start usage again and then it showed the option to implant device. Caller pressed start, ended the session and was able to reinterrogate without any messages appearing. The troubleshooting steps that were taken on the call resolved the issue.

Manufacturer narrative:
Continuation of d10: product ID a71200; serial# unknown. Product type: software, ubd: unknown. Unknown medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.